Manufacturer narrative:
A customer in united states notified biomérieux of obtaining an organism misidentification of klebsiella pneumonia instead of serratia marcescens, in association with the vitek® ms instrument (ref. 410895; serial number (B)(6)). An internal biomérieux investigation was performed analyzing the customer¿s data. The customer¿s strain was requested for the investigation, but was not available for submittal. Fine tuning: instrument fine tuning performed on 07 sep 2020 met specifications. Spot preparation quality: at the time of the sample testing, the calibrator preparations were non optimal. The calibrator and sample ¿all peak¿ values were quite heterogeneous (i.e. Sample ¿all peak¿ values varies between 54 and 135). The ¿all peaks¿ values of calibrators spectra should be homogeneous. Sample data analysis: the misidentification to klebsiella pneumoniae was obtained with the lowest number of peaks (54). Colonies of s. Marcescens can be viscous, making a good organism deposit more difficult. In this case an operator may deposit too much material leading to non-optimal crystallization. Knowledge base (kb) review serratia marcescens is part of the knowledge base v3.2 library. Conclusion based on these findings, the most probable cause of the misidentification was a non-optimal spot preparation. However, it cannot be proven because customer was not able to send the strain for further investigational testing. Consequently, the root cause of the issue was not identified. Additionally. It was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.

Event description:
On 29-sep-2020, a customer in the united states notified biomérieux of a misidentification of a serratia marcescenes as klebsiella pneumoniae species when testing a patient strain on the vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer stated having obtained the following results when testing a urine sample from a patient isolate on (B)(6) 2020. First run on the vitek ms instrument gave an identification as klebsiella pneumoniae. Alternate tests performed: grew on macconkey agar plate; visible colonies did not align with klebsiella pneumoniae. Re-run on the impacted vitek ms gave serratia marcescenes species that was the correct identification. The incorrect result was not reported to the physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.